Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd extension set there were air bubbles in the tubing. There was no report of patient impact. The following information was provided by the initial reporter: ¿bubble in the tubing¿ for the second time.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd extension set there were air bubbles in the tubing. There was no report of patient impact. The following information was provided by the initial reporter: ¿bubble in the tubing¿ for the second time."